Event description:
It was reported that the 9800 system locks up and the tube heats up. Another c-arm had to be brought in to complete the case. No patient injury was reported.

Manufacturer narrative:
The service rep cleaned and greased the hv ends at the tube. There were no signs of arcing. The system operates as intended.